Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number.

Event description:
It was reported that a unspecified bd pen needles were failing. The following information was provided by the initial reporter, "I use 2 of these a day and I find it troubling that so many of them do not work properly. I was instructed on how to use them and have followed these instructions. I have lost as much as 1/3 of a pkg of needles. I had no troubles all these years when using another type pen. Why do so many fail?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd pen needles were failing. The following information was provided by the initial reporter, "I use 2 of these a day and I find it troubling that so many of them do not work properly. I was instructed on how to use them and have followed these instructions. I have lost as much as 1/3 of a pkg of needles. I had no troubles all these years when using another type pen. Why do so many fail?"